Manufacturer narrative:
Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and discomfort. Doi (B)(6) 2006 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event without device examination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 7/31/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and discomfort. The head is now being added to address allegations of metal on metal. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address poly wear and cup malpositioning.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed at this time (B)(4).

Event description:
Update 11/19/2015-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient information and limited walking. Revision surgical report noted fragmented polyethylene liner and that it was loose. There was no report of malposition, but the cup was revised. There was no report of poly wear. The complaint was updated on: dec 8, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution.the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
The customer reports the patient was revised to address poly wear and cup mal-positioning. Doi (B)(6) 2006 - dor (B)(6) 2012. (Right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Corrected: dob.

Event description:
Ppf alleges elevated metal ions.